Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has cracked case at display window corners, broken battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button on the customer's insulin pump was not responding. Customer's blood glucose level was not available. Customer had a back-up plan. Nothing further reported.